Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported following the microstent implantation procedure, the tip of the device was found to have been concealed beneath the iris, ciliary body and sclera. Peripheral anterior synechiae subsequently developed around the implant inlet and cystoid macular edema was observed. Postoperatively, both antibiotics and corticosteroid medications had been prescribed to the patient. There are two medical device reports associated with this report. This is 1 of 2.